Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: clinical code - decreased level of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a hypoglycemic event for which she had to be brought to the hospital. The original report came in via a survey and the patient would have been in contact with dexcom before about this but was told that she could not enter back in her dexcom account because it was blocked. During that time her ¿glucose level dropped dramatically¿, and when she wrote the survey, she was in the hospital. According to the husband the patient was sitting down and started repetitive behavior and was incoherent/unresponsive, but did not lose consciousness. An ambulance was called and when the paramedics arrived the blood glucose reading was 1.6 mmol/l. The patient received treatment with intravenous glucose and was brought to the hospital where she was given more intravenous treatment, blood tests were taken, and her heart was monitored. The patient was discharged after 3 hours. At an unknown moment the cgm was reading 5.3 mmol/l and the blood glucose reading was 10.0 mmol/l. Multiple attempts were made to contact the patient to gather more information regarding the event but were unsuccessful. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.